Manufacturer narrative:
Evaluation: our evaluation of the device confirmed this report. The tip of the probe has broken from the catheter and was not included in the return. No other observations were noted. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on the review, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause for the observation was unable to be determined because, the actual use conditions could not be duplicated in the laboratory setting. The report indicated the device was not pretested prior to use. The instruction for use instruct the user to visually inspect the probe with particular attention to bends or breaks. Additionally, the instructions for use instruct the user to conduct a continuity test prior to use. If an abnormality is detected which would prohibit proper working conditions, the user is instructed not to use the device. Additional information regarding the angle of the endoscope's distal end during the procedure was requested, but unable to be provided by the initial reporter. We can report that breakage of the bipolar tip can occur if the distal end of the endoscope is deflected more than 15 degrees. The instructions for use for this product line caution the user that using the device in this position can cause damage to the tip, as observed. Prior to distribution, all bipolar coagulation probes are subjected to a visual and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, a cook endoscopy quicksilver bipolar probe was used to repair an arterial vascular malformation in the colon. At some point during use, the tip detached from the catheter. The missing tip was noticed when the device exited the endoscope. The initial reporter indicated the tip did not detach in the patient, but the location of the tip was unable to be determined. Nothing had to be retrieved from the patient. No additional procedures were required due to this occurrence. No adverse effects to the patient occurred due to this observation.